Manufacturer narrative:
The site biomed found the location board tail cable had visible damage and the site ordered a new cable which resolved the issue. The cable was not returned for evaluation. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
Site reported the superdimension system received a location board disconnected error message during an enb procedure and the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.